Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine follow-up, there was a suspected decrease in battery longevity of the device. It was indicated that the patient was to have a follow-up visit on (B)(6) 2019. No adverse patient effects were reported. At this time, no further updates have been provided by the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, there was a suspected decrease in battery longevity of the device. It was indicated that the patient was to have a follow-up visit on (B)(6) 2019. No adverse patient effects were reported. At this time, no further updates have been provided by the field. Please note: several requests were made to obtain additional information relating to this event. No response was received.